Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer reported that they had reservoir leak. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three open/used reservoirs. Performed pre-fill test to reservoirs and found two of three transfer guard needles occluded. The remaining passed per inspection. Using new lab transfer guards, no leak anomalies were noted during analysis. Ran basal, bolus leaking tests and no occlusions or leaks were noted.